Event description:
It was reported that stimulation was turning off. The device had been turning itself off. The patient was blaming himself for a while and he could not understand why his pain was getting so bad. He would use his patient programmer (pp) to check his device and stimulation would be off. Pressing the stimulation button and stimulation would come back on. Today was the 3rd time this had happened and it also happened 3 days prior. A manufacturing representative (rep) programmed program c so he did not feel stimulation all the time but stimulation was on at higher settings and adaptive stim was enabled. He would charge his implant every day and a half. When stimulation turned itself off he could turn it right back on and he did not need to charge the implantable neurostimulator (ins) before he could turn stimulation back on. The issue seemed to always happen when he got up in the morning. A couple hours would go by and it had turned itself off. The patient checked the ins with the pp and it showed stimulation was on, ins was ¾ full, and adaptive stim was on. It was noted that the patient had not charged the ins today. The patient was advised to keep a diary of when stimulation was turning itself off and to make an appointment to have the device checked. It was later reported that a manufacturing representative (rep) was meeting with the patient due to the issue. The patient was programmed hd, high rate, and low amp. The patient did not feel stimulation but got good pain control. The system had been functioning well since december. There was an increase in patient pain and he checked the ins and it showed off. The patient would check the ins at night before bed and stimulation was on, and when he woke up he would check it and it would show off. It was confirmed that he was syncing with the ins and not inadvertently turning stimulation off. It was also confirmed that scheduled therapy was not in use and impedances were 973-1372 and group showing 759 ohms. It was later reported that the patient no longer had concerns with his device or therapy. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that previously reported information about the patient's outcome should have been "patient recovered without sequela."

Event description:
Additional information received reported that the battery was shutting off on its own without the use of the programmer. The patient was advised to ensure he was not hitting the off button by mistake when checking and communicating with his stimulator. Impedance check was done and showed normal readings. Adaptive stim (as) settings were reviewed and remain unchanged. There was increased pain when the system was "off." Manufacturing representative (rep) sent back the application card with medtronic report from his battery as advised. There was no patient injury but the patient recovered with sequela. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.